Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from an article titled, "three mitral valve operation in a patient with trousseau syndrome and non bacterial thrombotic endocarditis caused by ovarian cancer" from the journal of the general thoracic and cardiovascular surgery, 2016 vol. 69, no.13 page 10678 to 1071. A 27 mm masters series mechanical heart valve was implanted in the mitral position after explant of a non-sjm 28 mm annuloplasty ring (physio annuloplasty ring/carpentier-edwards) due to vegetation and mitral regurgitation. Post-op, the patient experienced pain in the lower extremities. A CT scan was performed and revealed deep vein thrombosis spread peripherally from the left common iliac artery and an acute pulmonary embolism in the middle and inferior lobar branches of right pulmonary artery. An ivc filter was placed and at the same time, a large ovarian tumor was confirmed through an abdominal CT. A tee revealed that vegetation had formed on the left atrial side of the 27 mm valve and also one of the leaflets was immobile. Furthermore, vegetation appeared on the non coronary cusp of the patient's native aortic valve. The patient was finally diagnosed as having trousseau syndrome caused by an ovarian tumor and non-bacterial thrombotic endocarditis. On the 81st postoperative day of the 2nd surgery, a re-do mvr was performed. Upon explant of this valve, a circumferential red thrombus was confirmed on the sewing cuff of this valve and surrounding left atrial wall. This valve was explanted and a 25 mm sjm mechanical heart valve was implanted. As any disruption was not observed on the patient's native aortic valve, the adhered vegetation was removed from its non coronary cusp. On the 4th day after re-do mvr, a surgery to remove the ovarian cancer was performed. The patient's postoperative course was uneventful and the patient was discharged from the hospital.